Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurse was able to remove the same medication twice within an hour because there was no global ¿too close to remove¿ safeguard active in the dispensing cabinet, allowing an unintended duplicate pull shortly after the prior administration. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) provided the bd pyxis enterprise server user guide v1.11 and advised the customer to refer chapter 3 on page 46. The guide explained that the ¿too close to remove¿ duration can be set within the facility formulary by selecting the medication item and entering the time interval in minutes that determines when the warning will appear for repeat dispensing to the same patient. Then the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurse was able to remove the same medication twice within an hour because there was no global ¿too close to remove¿ safeguard active in the dispensing cabinet, allowing an unintended duplicate pull shortly after the prior administration. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.